Event description:
Outflow graft of heartmate leaked profusely when connected to heartmate pump. Graft replaced by new graft from new heartmate kit and worked as usual with no leaks. Blood loss was about 800cc prior to new graft being placed.